Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power and backup battery fault alarms were confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The event log files collectively contained approximately 2 days of information ((B)(6) 2024 per timestamp). From 19:32:18 - 19:33:03 and 19:47:11 - 19:47:58 on (B)(6) 2024, no external power alarms were observed. These alarms appear to be consistent with both power cables being simultaneously disconnected from external sources. The backup battery activated as intended during these events and supported the system without issue. The no external power alarms cleared when power was restored to the system. Additionally, at 19:45:48 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the unloaded voltage of the battery was measured to be below the designed threshold. This alarm also did not impact the controller¿s ability to operate the pump at the set speed, and stayed active until the controller was exchanged and shut down later that day. An additional backup battery fault alarm was observed to be active at 11:43:26 on (B)(6) 2024 within the periodic log file. It was noted that this alarm activated due to the load test not passing; however, the voltage conditions associated with the alarm were unknown as the timestamp had been overwritten by newer information in the event log file and the periodic log file only captures data at designated intervals. During evaluation of the returned heartmate 3 system controller, the reported events were not able to be reproduced. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and no further backup battery fault alarms were activated. The root cause of the observed no external power alarms was determined to be user error, in simultaneously disconnecting both power cables. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly switch between power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault and no external power conditions, and the actions to take if the alarm cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured multiple strings of power_cable_disconnect / no_external_power alarms on (B)(6) 2024 while tethered on batteries which appeared to be due to a double power cable disconnect of the system controller power leads. The event log displayed a string of backup battery (ebb) fault alarms beginning on (B)(6) 2024. It was noted this had happened a couple of times with different ebbs, so the system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.